Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported intermittent hearing with the device since initial activation. He hears when he presses on his processor and when he has his mouth open. The user will schedule a meeting with his surgeon to discuss next steps.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and damage of link wires. The user reported intermittent sound at initial activation, as fatigue fractures are very unlikely in that timeframe it is assumed that the implant was exposed to significant mechanical stress during the implantation surgery. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported intermittent hearing with the device since initial activation. He hears when he presses on his processor and when he has his mouth open. The user has been re-implanted.